Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2024). Device pending return.

Event description:
It was reported during the preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle allegedly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported during the preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle allegedly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter and inner stylet was returned within the catheter were returned for evaluation. Gross visual evaluation, functional testing and dimensional observation were performed. Manufacturing review of the sample shows the distance between the tip of the catheter and the start of the stylet tip was 0.15¿, which is within the spec maximum of 0.20¿. The investigation is unconfirmed for the reported length of the trocar needle longer than the catheter issue as inner stylet and needle no change in dimension were noted on the stylet and trocar needle appeared to be exposed at the distal end of the catheter within the specific limit. Furthermore, during the sample evaluation distal end of the port stem was noted to be partially crushed were considered to be an incidental findings since it was not related to the original reported event. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.